Event description:
While using the sonicision during a laparoscopic hemicolectomy, there was no cauterization occurring. Battery was working and the device was green but was not working. Had to open the patient because there was a bleeder in the abdomen and the sonicision wasn't working. FDA safety report ID# (B)(4).